Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent cystourethroscopy with endoscopic scissors, removal of mesh and cystolitholapaxy on (B)(6) 2013 due to recurrent urinary tract infections with bladder calculi adherent to eroded mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence and vaginal scarring. The patient underwent cystourethroscopy with left retrograde urogram, transurethral resection/biopsy of bladder with removal of mesh having eroded into the right bladder wall on (B)(6) 2008 for papillary mucosal inflammatory changes secondary to foreign body reaction. On (B)(6) 2009, a cystourethroscopy with endoscopic removal of eroded mesh was performed due to recurrent urinary tract infections secondary to mesh erosion into bladder. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.